Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an atrial septal defect closure (asd) procedure, noise was observed at the center of intracardiac echocardiography (ice) image. When converting to doppler mode, the noise could not define how well the closure device was positioned. The user disconnected and reconnected the cable and the catheter. This was confirmed using a portable echo setting but the same noise was still there. The catheter was replaced and the reported noise was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.